Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, the valve of a faradrive steerable sheath did not seal. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported.